Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room for syncope which started with chest pain. The patient was checked in the hospital and heart rates in the low 20 bmp range were seen with pacing inhibition when the patient lies down. The lead was surgically abandoned and the device was replaced. To date, no additional adverse patient effects have been reported.